Event description:
This rv lead was implanted on (B)(6)2007 and was explanted on (B)(6)2013 due to advisory/ recall. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).